Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) examined the system onsite and confirmed that the image processing pc (ippc) failed to boot up. During troubleshooting, the fse found that the memory of ippc was constantly shrinking. Review of the system log file showed that there was malfunction with the frontal ippc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse replaced the ippc & hdds and installed software. The defective ippc was returned to philips for part analysis. The analysis confirmed the malfunction of the ippc and identified that the failed component was hdd (hard disk drive) bay and the hdd slot 2 was not working. Following the replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the image processing pc (ippc) failed to boot up. No harm was reported to philips. Philips has started an investigation of this compliant.